Manufacturer narrative:
The returned device and a photograph were visually inspected. Results: our records indicate that this is the only complaint of this nature received for the given lot number. We confirmed that the silicone suction valve was missing from the rt021 catheter mouth. The valve is required to be in place in order to pass our manufacturing tests. We are confident the valve was in place when the device was despatched, however, the valve could have detached during transit from our manufacturing facility to the end user. We have found in the past that the valve dislodged but was found in the packaging. In this case, the packaging was open when received, and we did not find a loose valve in the bag. Conclusions: the device was out of specification. We are aware of other similar complaints involving a missing suction valve on the catheter mount prior to use, however, the occurrence rate is very low. We will continue to monitor the occurrence of such faults and we will address the matter as appropriate.

Event description:
A hospital reported that a rt021 catheter mount did not have a suction valve. This was found prior to use.